Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('women getting removal or hystos every single day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and were found to have a pregnancy with contraceptive device ("many people still get pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal, pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: unable to confim complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('women getting removal or hystos every single day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and were found to have a pregnancy with contraceptive device ("many people still get pregnant"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: medical device removal, pregnancy with contraceptive device, device ineffective. Quality-safety evaluation of ptc: unable to confim complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.